Event description:
The report received indicated that during a coronary procedure, the physician was using a 2.50 x 15 dura star rx ptca balloon catheter to dilate a lesion in the left anterior descending; however, the balloon burst at 16 atmospheres. There was no patient injury reported. The burst on the balloon was further described as a pin hole; there were no other anomalies noted on the device. Further information indicated that the lesion was 13 mm long, the lesion was described as a type b, presenting heavy calcification and mild tortuosity.

Manufacturer narrative:
The product is available for evaluation; however, as of to date, it has not been returned. Additional information will be submitted within 30 days upon receipt.